Manufacturer narrative:
(B) (4).

Event description:
The pt experienced a loss of therapeutic effect and impedance readings of >4000 ohms on 2 electrode combinations following a fall. The pt fell face down and the device was not impacted. Since the fall, however, the pt had been urinated more frequently at night and had rectal pain. The pt was re-programmed on (B) (6) 2010 and felt comfortable stimulation in the buttock area. The pt's healthcare professional confirmed the pt's rectal pain and also reported incontinence at night only. The healthcare professional stated, it was unk if the event could be attributed to the device. The pt had no injuries.